Event description:
The pt reported that the pump was alarming intermittently this past weekend and had experienced an increase in pain which subsequently subsided. The pump was filled a week prior to alarm and confirmed that the volume was updated. Upon interrogation in 1/07, there was no alarm occurring. The pump was replaced in 2007 after an implant duration of 77 months. Final pt outcome was not reported. A f/u report will be sent if add'l info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.